Manufacturer narrative:
Insulin pump received with the reservoir tube lip partially broken. Pump passed the displacement test, rewind, prime test, and the excessive no delivery test. Unable to perform the basic occlusion test, and the occlusion or verify no delivery alarms due to broken reservoir lip. Insulin pump received with case cracked at the display window corner, minor scratched lcd window, cracked lcd window, stained end cap sticker, and scratched reservoir tube window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 484 mg/dl, current blood glucose is 484 mg/dl. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.